Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. Reportedly, the customer did not correctly fill the cartridge. Tandem technical support guided the customer through properly changing the cartridge and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.